Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on 02/01/2019 and suture was used. During the procedure, the needle pulled off. It was retrieved from patient. Changed another one to complete surgery. There is no report on patient's injury.